Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin delivery. Despite frequent occlusion issues, the customer declined further assistance, and the case was closed.